Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(6). According to the information received, a patient uses the catheters to drain a stoma. Has different size catheters in the same box. Most of the catheters in the box are too big and causing some bleeding in the stoma.